Event description:
A peritoneal dialysis (pd) pt's son reported that pt, per his own wish to die, decided to end all treatments 10 days prior to his passing on (B)(6) 2014. The pt's son called tech support to have the cycler and supplies picked up. He confirmed there was no machine malfunction, injury, adverse events or medical intervention associated with the pt.

Manufacturer narrative:
A supplemental report will be submitted upon final review by post market clinical staff and completion of the plant's investigation.